Manufacturer narrative:
All buttons functioned properly. No damage on the keypad assembly was noted, and no unlocked keypad connector on the lcd was noted during visual inspection. The pump was received with normal operating currents and passed all functional testing. The backlight and rewind function were operating properly. No unexpected fading, blanking of the display, backlight turning on when buttons are pushed, or display anomalies were noted during testing. Removed and reinstalled the battery several times and the pump turned off correctly after each battery removal. Reset the settings and programmed the current time and date. Programmed the low reservoir alarm for 30 units. Several boluses were programmed and delivered. The low reservoir alarm feature functioned properly. No moisture damage was found on the electronics, motor, battery tube, vibrator or keypad assembly during visual inspection. The pump was received with a cracked reservoir tube lip, cracked battery tube threads, a cracked case at the display window corner, minor scratches on the lcd window, and a scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called to report a keypad anomaly and that the device was exposed to moisture. The customer's blood glucose level was unknown. The customer also stated that each time she pressed a button, the display went blank. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was informed that the device would be replaced, and to return the device back for analysis.